Event description:
It was reported that during a gastrectomy procedure, the closing of the anvil and the instrument was loose when the device was used to anastomose the stomach and the jejunum. The device was not fired. Another device used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.